Event description:
It was reported that during an implant procedure, the physician noticed that the tip of the lead was bent. The procedure was then completed using a new good lead. No injuries were reported and the patient status was noted as no health hazard. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of lead model 3389s, lot #v856678 showed that the distal tip was bent (new out of the box). The continuity was acceptable and no shorts were seen between circuits.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.